Event description:
It was reported that the pt experienced no stimulation sensation. It was noted that she woke up a few weeks ago and that her implantable neurostimulator (ins) was turned off. The pt met with a MFR rep who was able to successfully turn ins back on. Diagnostic check on electrodes 4 - 7 indicated out of range impedances. The battery status was noted as okay. No known incident or accident was related to the event and the pt has had therapy since the event. F/u info indicated that the pt was advised to monitor and report if the incident occurs again. A f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).